Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection(s): segment 1: the graft segment had two blue lines running longitudinally down the graft and had carbon lining, which identified the product as a bard graft. The segment measured approximately 2.6cm long. Clamp-like indentations were noted at one end of the graft. The other end of the segment appeared to be trimmed. There were no signs of rips, holes or tears along the graft. There were no suture holes observed at the edges of the graft. Segment 2: the graft segment had two blue lines running longitudinally down the graft and had carbon lining, which identified the product as a bard graft. The segment measured approximately 11.2cm long. Clamp-like indentations were noted at one end of the graft. The other end of the segment appeared to be trimmed. There were no signs of rips, holes or tears along the graft. There were no suture holes observed at the edges of the graft. A rippled texture was observed. The rippled appearance could possibly indicate a break of the graft's hydrophobic barrier. This could potentially lead to the graft leakage. Functional/performance evaluation: no functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the complaint investigation is inconclusive for graft leaks as the reported conditions of use could not be recreated. The graft had a rippled appearance upon sample receipt which could indicated a break in the graft's hydrophobic barrier. Per the complaint comments, the graft was flushed. Per the IFU, "exposure to solutions (e.g., alcohol, oil, aqueous solutions, etc.) May result in loss of the graft's hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Preclotting of this graft is unnecessary." Therefore, the probable root cause is likely user related. Labeling review: the current instruction for use (IFU) states: warnings: aggressive and/or excessive graft manipulation when tunneling, or placement within a too tight or too small tunnel, may lead to separation of the spiral beading and/or graft breakage. Avoid repeated or excessive clamping at the same location on the graft. If clamping is necessary, use only atraumatic or appropriate vascular smooth jawed clamps to avoid damage to the graft wall. Exposure to solutions (e.g., alcohol, oil, aqueous solutions, etc.) May result in loss of the graft¿s hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Preclotting of this graft is unnecessary. Avoid excessive graft manipulation after exposure to blood or body fluids. Do not forcibly inject any solution through the lumen of the graft, or fill the graft with fluid prior to pulling it through the tunnel as loss of the graft¿s hydrophobic properties may occur. Loss of the hydrophobic barrier may result in graft wall leakage. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vascular graft implantation, the vascular graft was discovered to be leaking prior to patient contact. Therefore, another vascular graft was prepared and implanted successfully. There is no reported patient injury.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that that during a vascular graft implantation, the vascular graft was discovered to be leaking prior to patient contact. Therefore, a vascular graft was prepared and implanted successfully. There is no reported patient injury.